Event description:
Siemens was notified on (B)(6) 2012, that on the third day of treatment the pt was not shifted using normal shifts from the mosaiq site setup instructions. Instead, the pt was positioned at (-17.2, 2.2, 36.9). Reportedly, the plan received by syngo rt therapist connect from mosaiq had couch values of (0, 0, 50). The therapist overrode the prompt that indicated the couch coordinates did not match and began treatment, thinking that the syngo rt prompt was due to (0, 0, 50) couch position mismatch as usual. However, the pt was treated incorrectly with the wrong treatment isocenter position.

Manufacturer narrative:
Siemens became aware of the reported event on (B)(4) 2012 and this MDR is being mailed on (B)(4) 2012. Investigation into the reported occurrence is on-going. Siemens will submit a supplemental report upon completion of the investigation.